Event description:
Procedure: sleeve resection, pt sex: unk. Reportedly, the surgeon used the device with staple line reinforcement material to fire over a previous staple line. During the first attempt to fire the complete firing could not be completed because the surgeon hit the previous staple line. The surgeon tried several more attempts with this device before trying an ethicon ets flex stapler. The ethicon stapler could not complete a full firing either. As a result of the repeated firing failures there was poor staple formation and excessive bleeding from the tissue. To fix these problems an add'l 10 to 30 minutes was added to the procedure.